Manufacturer narrative:
Follow-up #1 date of submission 04/12/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box data showed evidence of short battery life. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was able to fully tighten on to the pump and maintain an electrical connection. The pump was able to successfully complete the ez prime steps. The pump¿s current draws were found to be out of specifications. A cold solder connection was found on the continuous glucose monitoring circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.